Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted concurrently with cytoscopy due to cystocele and rectocele repair. It was reported that following insertion the patient experienced pain and urinary problems. It was reported that the patient underwent a mesh removal on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic assisted supracervical hysterectomy/ bilateral salpingo-oophorectomy, anterior repair with graft, posterior repair with graft, and enterocele repair with graft, due to stress urinary incontinence, cystocele, rectocele, and enterocele. The patient experienced pain, erosion, infection, recurrence, and dyspareunia. It was reported that the patient underwent partial removal of mesh on (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.